Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6. One 8.5f fast-cath introducer sheath was received for evaluation. The sheath's distal tip had been split. Functional testing did not confirm a fluid leak, however an air leak was noted in the hemostasis valve the cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing, resulting in a hole, was noted on the distal face of the seal, at both ends of the seal slit, consistent with the air leak. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the split sheath tip, the torn seal and subsequent air leak is consistent with damage during use.

Event description:
During an atrial fibrillation ablation procedure, there was a crack on the tip of the outer sheath, and the blood leaked out of the sheath. The sheath was replaced with the same model of the device in order to complete the procedure. There were no adverse consequences to the patient.